Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test reagent. The consumer stated she inserted the nasal swab into the test card with the reagent, rotated the swab, then removed the swab and inserted it into her nose. The customer asked if the reagent would do any harm and was advised to flush her nostrils with water. The customer confirmed there was no injury due to the exposure.

Manufacturer narrative:
A product deficiency was not reported or found. Technical services provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional is obtained.